Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. This device has not been serviced in the past. The primary reported problem of error code 41541 was not duplicated with functional testing. However, found evidence in event history log that system fault ec 41541 had occurred many times. The most probable cause was intermittent latch lock optic flex sensor. Replaced the latch lock optic flex sensor to bring pump into full functionality. Device passed all functional tests after repair.

Event description:
It was reported that the device had error code 41541. There was no patient involvement.